Manufacturer narrative:
Reliability analysis inspected four opened/used sensors, and found the sensor cannula retracted inside of the sensor. Unable to confirm that the customer received the sensor damaged due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that 3 sensors from the same box had issues. All 3 sensors did not connect to the transmitter and were missing the cannulas. The customer's blood glucose level was unknown. The customer was informed to return the devices. No further details were provided.